Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband stated that his wife has had issues with calibrating. The sensor have been off more than 100 points. Today the sensor glucose reading is 164 and the blood glucose reading is 117 mg/dl. Caller also stated that his wife has experienced highs and lows erratically. The ambulance has been called several times to the employer. Customer was fired due the upsetting and disruptive emergencies. Customer also has other diabetic issues. Nothing further reported.